Event description:
Pt woke up at home in the middle of the night with the arterial extension of his catheter apart at the glued joint of the tubing and the bottom part of the adaptor. They are unsure of how much blood the pt lost. Pt put extension back together and called dr in the morning.